Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse checked the logs and verified the issue. The fse found the safety disk to be loose and not fully locked into position causing the unit to fail the safety disk leak test. To fix the issue, the fse secured/locked the safety disk into position, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that when the customer was performing their monthly safety disk leak test, the cs300 intra-aortic balloon pump (iabp) had a safety disk leak failure. There was no patient involvement, and there was no adverse event reported.